Event description:
It was reported that unknown material was observed around the flash device. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.